Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle failing to retract. The exact cause of the reported event could not be determined. The download data shows that the device generated an 0x5f alarm, indicating open ground at the hook switch. Inspection of the device found no damages or deficiencies that would cause the alarm. It could not be determined what caused the alarm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract back into the pod and the pod had a alarm during bolus.